Event description:
During closure of the umbilical wound 60% of the 5-0 suture needle broke off within the fascial layer, unable to retrieve, x-ray confirmed in abdominal wall, not intraperitoneal. FDA safety report ID #: (B)(4).